Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, air leaked from the beginning in each device. The event occurred after removing forceps from the devices. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the devices.